Event description:
The customer reported that the jaws of the device jammed. It is unk if they were on tissue. There was no pt injury. The device was returned for evaluation and it was noticed that the webbing was protruding.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.